Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was noisy with a reading of 78.9 decibels which is greater than manufacture's specification of not exceeding 76 decibels. It was also observed that the device was heating up to 118.1 degrees fahrenheit which is greater than manufacturers' specification of not exceeding 118 degrees fahrenheit. It was further observed that the flex circuit potting was cracked / corroded and the drive shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause for the flex circuit being worn out and corroded was determined to be due to normal use and servicing over time which is consistent with a cracked flex circuit potting. The assignable root cause for the broken drive shaft was determined to be due to use of excessive force while the motor is in use which is also classified as misuse, abuse and or use error. The broken drive shaft caused the noise and heat. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device was making loud noises. During in-house engineering evaluation, it was observed that the device was overheating. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.